Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the device and the reported problem was confirmed. It was concluded the cutter came into contact with the dura guard during use, this occurs when the cutter flutes load up with bone fragments due to lack of irrigation and can no longer remove bone at the same rate, so the user tends to apply more (excessive) force. The cutter deflects to the point where contact is made between the dura guard and the cutter, and fractures from impact with the dura guard. There were gouge marks observed on the post of the craniotome attachment that were consistent with this conclusion. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received form USA stating that the device broke while turning a cranial flap during a routine craniometry for meningioma. The pieces were accounted for and sequestered off the field. There was no injury reported. There was a delay in surgery to look for the pieces. There is no additional information available.